Manufacturer narrative:
The transmitter could not charge due to a broken cow catcher and damage on all contact pins. The functional test could not be performed due to the charge anomaly.

Event description:
Customer reported that the transmitter did not blink when connected to the charger. The blood glucose reading was 150 mg/dl. Nothing further was reported.